Event description:
It was reported the patient experienced ineffective stimulation due to high impedances on the lead and extension. Surgical intervention took place wherein the lead and extension were explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).